Event description:
Pt received a 3.0mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid lad. Stent implant was successful; however, it was reported that approx 10 months post procedure, the pt presented with symptoms. It was reported that after medication, the pt developed hypotension followed by ventricular tachycardia and pulseless electrical activity. After stabilization, cardiac catheterization was performed which revealed unobstructed stent, no new coronary obstruction and left ventricular dysfunction, however, it was reported that the pt died due to cardiogenic shock. Investigator reported that the event was unrelated to the study stent and procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Eval: results: death.